Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the device replacement procedure, the physician experienced difficulty inserting the chronic lead pin into the connector port of the replacement implantable cardioverter defibrillator (ICD). It was noted that the lead could not be fully seated into the device port and the physician could not see the end of the pin. Multiple attempts were made, but the device exhibited high impedances and thresholds. The device was not implanted. A new device was used to complete the procedure. No patient complications have been reported as a result of this event.